Event description:
It was reported that the ilet device¿s screen was found cracked after removal from a pocket, and the touchscreen no longer responded to touch, consistent with a damaged display assembly. Symptoms included loss of touchscreen input. Outcomes included device unavailability requiring replacement. Investigation included verification of the serial number and arrangement for device return and replacement logistics. Investigation of this case revealed physical damage to the screen consistent with external impact or stress, resulting in loss of touchscreen functionality. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external forces.

Manufacturer narrative:
Initial.